Manufacturer narrative:
Date of the event (B)(6) 2013 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders patient reported that they had a mammogram in 2013 and it was painful, they threw up, patient felt horrible and passed out. Patient also reported cold sweat and they were not going to have another mammogram but they needed to and was concerned about their battery getting damaged. Patient asked for information regarding having a mammogram, and it was reviewed for them. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.